Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ lvp 20d low sorb ss 1.2m experienced blockage. The following information was provided by the initial reporter: the pump that the lipid tubing was connected to begin alarming occluded.

Manufacturer narrative:
H.6. Investigation summary: no product or photo was returned by the customer. It was reported that the pump that the lipid tubing was connected to began alarming occluded. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 10010453 lot number 21085579 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 12aug2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h.10.

Event description:
It was reported that the bd alaris¿ lvp 20d low sorb ss 1.2m experienced blockage. The following information was provided by the initial reporter: the pump that the lipid tubing was connected to begin alarming occluded.